Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.